Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd) requiring treatment. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 1. After removal of the steerable guide catheter (sgc) from the left atrium, a left to right and right to left shunting at the intra-atrial septum was observed due to an asd; therefore, an asd occluder was implanted for treatment. The patient was confirmed stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of atrial perforation was likely related to procedural conditions. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.